Event description:
Doctor initially thought shoulder was infected and performed surgery to wash joint and exchange liner. In actuality, there was only a hematoma, but the surgeon exchanged the liner as a precaution.